Manufacturer narrative:
Device was discarded by site. There is no allegation that the device malfunctioned. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to remove 4 non-functional leads. 2 right ventricular (rv), 1 left ventricular (lv) and 1 right atrial (ra) were intended for removal. The physician was planning on attempting to remove the ra lead first - and then if it removed without issue, to remove the active rv and lv leads, along with the previously capped rv lead. An incision was made at the left subclavian area and the existing cardiac implantable electronic device (cied) pocket accessed. The cardiac implantable electronic device (cied) was removed from pocket and disconnected from leads. A 14fr spectranetics glidelight laser sheath 500-302 and spectranetics lead locking device (lld) #2 was inserted to facilitate atrial lead extraction. During use of the spectranetics glidelight laser sheath, the patient''s blood pressure began a steady decline reaching down into the 50s. Rescue interventions were implemented. Repair of the subclavian vein perforation was successful. Although no leads were removed, new rv and ra leads were successfully implanted.